Event description:
Healthcare professional reported a right side exchange of textured devices due to patient's concern with product. Healthcare professional later reported capsular contracture, baker grade iii. Note on rga as observations made during surgery stated "hole, non-specific- punctured in office 3 weeks before surgery" (not device related). Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ anxiety/product/procedure: unable to confirm as it is a medical event not related to the device. ¿ deflation-ndr: not applicable as the event is not related to the device. ¿ use error: unable to observe since it is not related to the device. ¿ additional observations: ¿ crease fold observed. ¿ white calcification on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side exchange of textured devices due to patient's concern with product. Healthcare professional later reported capsular contracture, baker grade iii. Note on rga as observations made during surgery stated "hole, non-specific- punctured in office 3 weeks before surgery" (not device related). Device has been explanted and replaced.